Manufacturer narrative:
81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator fio2 (fraction of inspired oxygen) values for monitored and delivered are out of specifications during patient used. The customer confirmed that there is no patient harm associated with this reported event.